Manufacturer narrative:
(B)(4). Evaluation summary: the reported sample was returned for evaluation. Although the initial visual inspection failed to identify the reported issue, functional testing confirmed the reported condition as a steady leak located on the bottom right edge of the bag. Magnified inspection of the leak location identified a perpendicular edge gouge that extended from the back side of the eva bag to the front, indicating the gouge occurred when the bag edges were raised (i.e. The bag was filled). Based on evaluation findings, in addition to the customer report of the leak being identified prior to the release of the bag for patient use, the condition was determined to have occurred during customer handling of the filled bag. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). Sample is anticipated but not returned yet for evaluation. The batch review did not find any nonconformances related to the reported condition during the manufacture of this device. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that a tpn therapy bag was found to be leaking on the right side. The leak was discovered prior to release for patient use . This report documents no patient involvement or adverse events. No additional information is available.